Event description:
Needle breakage [medical device complication]. Case description: this spontaneous case received from another country, reported by a consumer as "needle breakage", concerns a male pt using novfine 8mm (30g) needles due to insulin-dependent diabetes mellitus. In 2007, while the pt was injecting himself in the abdomen with a new needle, the needle broke off. The pt was examined by x-ray and ultra sound in the accident and emergency department the hosp. The needle was located in the anterior abdominal wall and the pt was transferred to the hospital for surgery. Here, the needle was removed under local anaesthetic with no complications. The pt was discharged on the same day with the following medication: co-amoxiclav, co-codamol 30/500m, insulin detemir and novorapid (insulin aspart). The pt has only been able to carry out light duties at work, as he was unable to lift heavy equipment or drive the forklift truck. He has also been absent from work due to sickness from two weeks in 2007, because of tension, nausea and stress. He has subsequently been prescribed solpadol codeine phosphate paracetomol, ibuprofen and amitriptyline hydrochloride. Three days later, the pt observed a piece of stitch sticking out of his stomach. This was removed by a nurse at his surgery. The area was red, sore and infected. He was prescribed flucloxacillin, fucidin cream and paracetamol for the pain. The outcome of the event is unk. Reporter's causality: unk. Novo nordisk's causality: reportable.